Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The returned product was inspected and there were no physical abnormalities. The pump passed light continuity test and the 5s parameters were within specification. Upon review of the data logs and returned product, it is apparent that the console is the potential cause of the issue. No problem was found with the pump. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump experienced fiber optic sensor artifact, with readings above scale. The issue would temporarily resolve but then recur. The pump remained operational until weaning and explantation. No patient harm was reported.